Event description:
A nurse reported that there was no cutting nor vacuum with a vitrectomy probe. A new probe was substituted and the case was completed. No harm reported.

Manufacturer narrative:
Samples are expected to return to the MFR for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).